Manufacturer narrative:
Product event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During set up for a procedure, upon connecting the aquamantys device, it activated before the button was pressed. There was no patient involvement; therefore, patient information is not applicable.